Manufacturer narrative:
The lid (80-1820) and caddy (80-2391) interface was physically examined and is stuck as described in the description. The lid could not be removed by hand during this evaluation. The metal on metal contact between the sliding lid and the caddy base can cause wear over time due to the friction during the sliding on and off motion. The anodization of the components does help this motion, however it appears that the anodization has worn where the two components interface, which can be a factor in the lid getting stuck. Additional mdrs associated with this event: 3025141-2020-000035: caddy.

Event description:
During surgical treatment of a routine finger fracture in an elderly patient, the surgeon requested a screw but the lid could not be removed from the caddy. This prevented the surgeon from finishing as he planned and surgery was delayed at least 15 minutes, trying to open the screw caddy.